Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the pump fell on the floor. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was 457 mg/dl.

Manufacturer narrative:
Touchscreen was verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified. Touchscreen was verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.